Manufacturer narrative:
(B)(4). Evaluation, conclusions: off-label, unapproved, or contraindicated use (implanting the converter as a primary component).

Event description:
A talent converter and an aneurx stent graft system was implanted for the treatment of a 60 mm in diameter abdominal aortic aneurysm. It was reported that the patient was in for a routine follow up and significant migration resulting in a type I endoleak of the talent converter was noted. The patient was asymptomatic but was taken to another hospital for repair. An endurant 36 mm aui was advanced and deployed at the renal arteries successfully. The cause was disease progression and tissue degeneration in the proximal aortic seal zone. A 16x16x82 endurant limb was advanced and deployed successfully to extend the 36 mm aui docking gate down into the talent converter docking gate. A 40mm balloon was used to post dilate. No additional clinical sequelae were reported and the patient is fine. A review of several still angiogram images during an intervention confirmed that the talent converter had fallen into the sac. The stent graft was seen severely kinked over itself between springs 2 ¿ 3. Lack of contrast could not confirm if there was adequate flow through the converter and the aneurx extension which appeared to be positioned within the right common iliac. Another image showed that an endurant aui was placed through the converter, and deployed just below the renal arteries. The angiogram showed resolution of the proximal type I endoleak and there appeared to be good contrast within all devices and distally into the right external iliac artery. The cause of the migration leading to the proximal type I endoleak is unknown. Earlier follow-up images were not provided. This may have been caused by disease progression and aneurysm morphology changes over the implant duration.